Event description:
Related manufacturer reference number: 2017865-2023-95488. It was reported the patient presented for implant procedure. During surgery, a gap was observed between the leadless pacemaker (lp) and the docking cap on the delivery catheter. When the physician tried to dock the lp, it spontaneously released. The lp was left in place with good electrical values. The patient was in stable condition.